Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. All leds on the front panel light up. Cp & cr boards failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that cp and cr boards failure and was the cause of phenomenon. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a b30 error. The issue occurred during inspection for use (set up in room / before patient in room). There were no reports of patient involvement.